Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe urinary tract infections, urge symptoms, pain during intercourse, and stress urinary incontinence. No further information has been provided.